Event description:
Desara mesh was implanted on (B)(6), 2010. At the patient's 6 week follow up visit, the surgeon observed a mesh erosion. The surgeon trimmed the mesh and packed with premarin. Currently, patient still has a slight erosion but it does not affect her everyday life. She is not sexually active and does not want to do anything further at the moment.